Event description:
Technician alleged that only the left foot end brake caster would go into brake position. No patient impact.

Manufacturer narrative:
The technician found the cause to be the brake rod out of position due to broken sims screw. The technician replaced the foot end brake rod and sims screw to resolve the issue.